Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that the power error detected alarm was found. The customer was advised to wait until the light stops flashing (about10 min later) and insert a new battery. The insulin pump will be returned for analysis.